Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped applying energy. The problem remained after the replacement of the energy cord. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to with nothing out of the ordinary noticed. There was subsequent damage to the cautery wire with no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage. The yaw pulley was indented. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. A piece measuring proximately 2.00mm x 1.00mm is missing and was not returned with the instrument. The conductor wire adjacent to this yaw pulley breakage was found broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of nicks and gouges on the yaw pulley and the detached fragment is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.

Event description:
Refer to h11 for follow-up information.